Event description:
It was reported that during dialysis, after the transfusion was complete and the blood bag had collapsed, air was noted in the pt's blood in the dialysis machine. No sequalae was reported.